Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water nozzle could not be identified. The root cause of the issue could not be determined. Due to the observed leak in the forceps channel, it is possible that device reprocessing could not properly be performed. The event may be detected by following the instructions for use section below: ¿cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test¿ ¿caution: if you locate a leak, remove the endoscope from the water and contact olympus¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation "reduced angulation" was confirmed. Due to wear of the angle wire; the bending angle in the upward direction did not meet the standard value. In there were few additional evaluation findings: there was a pinhole in the channel tube; due to which water tightness was lost. The scope cover plate was peeled and name plate was mssing, the charged coupled device unit cable had limited length for repair, the water removal ability did not meet the standard value. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using an evis lucera gastrointestinal videoscope, there was reduced angulation. The event occurred, during the therapeutic procedure (endoscopic submucosal dissection- esd). And was completed with the same device. There was no procedural delay, no patient under sedation, or no patient harm associated with the event. The device was returned and evaluated, and upon evaluation it was found that the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.